Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunction was identified during the device evaluation: there is damage on cable unit (leak). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head presented a cable damaged and the fibers exposed. There were no reports of patient harm.